Event description:
It was reported that during use of the intra-aortic balloon, the pump's display showed a drop from 40cc down to 5cc. The physician removed the intra-aortic balloon and replaced it with another. There were no pt complications.